Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sensor glucose not available, lost sensor alarm, no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. Troubleshooting was performed. Customer reports receiving a sensor updating /sensor glucose value not available alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. Customer reported a loss of communication between the transmitter and the pump. Customer called back after fully charging the transmitter but led did not blink when removing transmitter from the charger. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned.